Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2019-04935. During follow-up, oversensing due to noise was noted on both the right ventricular and right atrial leads. No intervention has been performed at this time and the patient will continue to be monitored. The patient was in stable condition.